Event description:
It was reported that during a surgical procedure, the bur broke at the notch end. It was also reported that there were no adverse consequences or medical intervention required. It was further reported that a replacement bur was used to complete the procedure successfully without delay.

Manufacturer narrative:
The bur subject to the investigation was not returned to the manufacturer for evaluation. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.